Event description:
Pt reported they finally disagnosed with a band slippage and had to have another surgery to fix the problem. After that procedure they had their first fill and one week later it was found that they have a leak somewhere in the band. Pt is going to have the band removed and convert to a gastric bypass".